Manufacturer narrative:
Initial reporter phone and address were not provided.

Event description:
Advocate stated the customer had gotten blood glucose readings of 298 and 214 mg/dl on her contour meter, was re-tested on the hospital contour meter and received readings of 112 and 114 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.